Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump drive support cap was loosed. The customer¿s blood glucose value was 180 mg/dl. The customer also stated that insulin pump had prime or fill anomaly. The customer was also reported that the insulin pump was dropped. The insulin pump will not be returned for analysis.